Event description:
Patient was having an arterial line placed non emergently. While placing the left radial arterial line, this cook arterial catheter broke off in the patient's left forearm. Patient was taken to the operating room for removal of catheter fragment and repair of the radial artery. Diagnosis or reason for use: needed arterial line for monitoring.